Manufacturer narrative:
It was reported that the compressor alarmed for low pressure due to a leak in the inner tubing of the compressor. The customer did not request any service and performed the replacement of the leaking tube by themselves. Leaking compressor tubing may lead to poor air supply. In the event of a major leak, the compressor will not be able to supply the ventilator with sufficient air pressure. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. If the compressor is used as a back-up air supply it may fail to deliver air when needed. The ventilator will switch to pure oxygen delivery if the air supply fails and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. Compressor tubing is replaced when performing 10000 hour maintenance. The conclusion in this matter is that the compressor tubing was defective. The root cause of why it was defective could not be established.

Event description:
It was reported that during patient treatment, the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).